Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The customer reported the syringe was installed less than a week prior to syringe error messages, verified correct installation, and cleaned the syringe without resolution of issue. The abbott customer technical advocate sent replacement syringes and the customer reported the issue was resolved by replacing the syringe and the analyzer was performing within specifications. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.